Event description:
Complainant alleged that during a daily shift check the autopulse resuscitation system will not turn on, even when utilized with good batteries. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 10/09/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.